Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 37761-svc serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient regarding screen on their recharger. Agent reviewed screen described was reposition antenna screen, patient was charging recharger during the call. Patient and patient's pca put antenna over ins and pressed green synch button and saw screen indicating ins needed to be charged. Agent reviewed for patient to continue charging ins and to check therapy is on with programmer after charging. Patient mentioned that the cord that connects to recharger to charge recharger the silver part was bent and they would like a new one. Replacement request sent.

Event description:
It was reported that the desktop charger cord for the 37761 dtc/ac power supply, used in conjunction with a deep brain stimulation implantable pulse generator (ipg), was broken at the tip and the connector pin was loose. The caller indicated that no damage was observed to the recharger itself. Additionally, it was reported that the patient is starting to get dementia. A replacement request was sent to the repair department to replace the device. An email was sent to patient registration to update contact information and follow up physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed "cable assembly has frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed that they replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.